Event description:
It was reported, via a trial, that on (B)(6) 2008 the patient underwent stenting in the pre-dilated first obtuse marginal artery with one 2.75 x 12 xience v stent and in the predilated left proximal circumflex artery with one 3.5 x 18 xience v stent. In (B)(6) 2009, the patient experienced angina with dyspnea on exertion. The patient underwent a diagnostic coronary angiogram that showed multi-vessel disease. On (B)(6) 2010, the patient underwent coronary artery bypass graft surgery in two vessels, one of which was the study target lesion. The patient's condition resolved on (B)(6) 2010. The patient was discharged on (B)(6) 2010. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 3.5 x 18 mm xience v (1009548-18, lot 7111261, (B)(4)). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.